Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 9 months . No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient experienced an acute intracerebral hemorrhage. A CT scan revealed an acute 4.4cm intrapernchymal hematoma in the mid right cerebellar hemisphere with estimated volume at 20 ml. Also found was posterior fossa mass effect with vasogenic edema on the right and effacement of the fourth ventricle. There was no obvious hydrocephalus found. Artifact favored over trace left parietal arachnophobia hemorrhage. Additionally, it was reported that on (B)(6) 2018, the patient expired.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.